Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and the haptic broke while advancing. The lens was not implanted and there was no patient contact or injury. An aq cartridge and msi injector were used, but the lot numbers are unknown.